Event description:
Customer called to report a medical intervention on (B)(6) 2014 for low blood glucose. The customer had a low blood glucose and her coworkers called the paramedics. Customer had treated with food. The customer stated the low blood glucose was caused by stress. Troubleshooting was performed and no anomalies were noted. Customer had spoken to her health care professional. Advised to monitor the insulin pump and call back if the issues persist. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).